Manufacturer narrative:
Submit date: 2018-01-19. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter stated that the enteral feeding pump was on and within 2 mins it turned off automatically even while it was plug into the electricity outlet. No patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the enteral feeding pump was on and within 2 mins it turned off automatically even while it was plug into the electricity outlet.¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2007 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.